Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level of 543 mg/dl. The customer experienced different blood glucose level of 500 mg/dl, 100 mg/dl and 74 mg/dl. The customer was treated with insulin shots. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.